Event description:
Complainant alleged that the staff was setting up the device to begin pacing a pt (age and gender unknown), but the device failed to power up. There was no indication of any adverse effect on the pt as a result of the reported failure.